Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. DHR review of the device confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): confirm that the wli and nbi endoscopic images are normal. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. The issue was found during inspection for use for an unknown, therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.